Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement ratcheting handle shipped to site 10/16/2015. Medtronic investigation of returned suspect ratcheting handle finds that, as reported, the cap of the handle has been broken off due to repeated hammering. Otherwise, the handle accepts instruments without issue and ratchets normally. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's ratcheting handle was damaged from being used with a mallet. No further details regarding the damage, or how it occurred, were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.